Event description:
Dexcom was made aware on 10/07/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 10/05/2024, it was reported that the patient experienced skin reaction which occurred after the sensor had been inserted in the arm. The patient experienced pimples and pustules underneath the sensor pod area only. A few days after the patient removed the sensor, she noticed bump with pus in the middle. She went to the ER on 10/05/2024 and had them drained. She was prescribed with antibiotic oral medication cephalexin tid for 7 days. At the time of the report, the skin was healing. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6health effect clinical code - needle stick/puncture.